Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient weight: not provided. Device lot number: not provided. Additional PMA/510(k) number: k072642. Additional screw mentioned in the event description has been reported under MFR# 0001038806 - 2021 - 01067.

Event description:
It was reported that two screws fracture. No injury has been reported at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4), the following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative one certain® titanium large hexed screw (ilrght) was returned for investigation. Visual evaluation of the as returned product identified fractured at the threads. Multiple events are associated with this complaint and this complaint only focuses on screws fracture occurred on nov 6, 2018. Functional testing could not be performed since the device was fractured. Per the applicable IFU, it is stated that improper technique can lead to device failure. Additionally, breakage may occur when device is loaded beyond its functional capability. Device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (ilrght) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar event (complaint category keyword: fracture: screw). August post market trending was reviewed and there were no actionable events or corrective actions for the reported event (functional: fracture: screw) or product (ilrght). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.